Event description:
Hcp reports patient presented in 2006 with signs of infection including redness, swelling, and a moderate amount of fluid in the subcutaneous pocket. Preoperative antibiotics were administered and the patient does not have meningitis. The hcp reports the site of the infection was the device pocket, and was also located extending along the route of extension product tunneling. Cultures were not obtained. Oral antibiotics were administered and the patient was referred to an infection disease specialist by their physician. No report has been received by the manufacturer of device explant and the product has not been returned for analysis. Hcp reports the patient continues to experience extreme warmth and redness to the ipg pocket during recharging.